Manufacturer narrative:
A portion of the percutaneous lead was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had a driveline repair due to the extreme amount of wear and tear on the driveline. The external percutaneous lead segment was replaced on (B)(6), 2014.